Event description:
Reporter stated the customer experienced hyperglycemia and was only able to correct the issue by changing to a different infusion device. There is suspicion the infusion device was not delivering insulin correctly. No adverse event was reported. The infusion device cannot be returned for evaluation due to local legislation.

Manufacturer narrative:
The customer's weight was reported as (B)(6). The event occurred in (B)(6). Device will not be returned.